Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member or friend of a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient had their spinal cord system (scs) removed 2-3 years prior because it did not help him. There were no reports of device issues or allegations. There were no further complications reported or anticipated.